Event description:
The patient received her scs system on(B)(6) 2011. It was reported, the patient received a low battery flag. Longevity was calculated, and it was reported this issue was passivation. The sjm representative cleared the flag. No other complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.